Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set leakage event at tubing site. The infusion set was in use for five days. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated. The reference samples for the lot 6006049 have been tested in the trackwise record pr (B)(4) on 13-may-2025. Test results: the reference samples were visually inspected and functionally pull (tensile) tested. All test results were within specifications as per the database (B)(4) complaint test report. Device history record (DHR) review: the lot 6006049 was manufactured according to work instruction (wi) version 79 appendix 1 batch card for production of packaging room, on 03-apr-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on 13-may-2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6006049 with no other complaint identified. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.